Event description:
Per the surgeon's report, this pt's device was explanted in 2006 due to a gram positive skin flap infection. The pt was reimplanted after one month and 23 days.

Manufacturer narrative:
This is a final report.